Event description:
Report received from (B)(6) stating that the "front bearings are broken". The device was being used in surgery. There was no user or pt injury reported it is unk if there was a delay in the surgical procedure. No additional information was provided.

Manufacturer narrative:
The device was received by depuy synthes. (B)(4) evaluated the device, and the reported problem of the front bearings are broken was not confirmed. The unit was found to be functional but exhibited excessive vibration near the elbow due to worn/damaged gears and lower bearings. Corrosion was also observed in the teeth of the gears, which is indicative of improper or ineffective cleaning and maintenance of the device. No additional information is available. (B)(4).